Event description:
The facility reported that an automix 3+3 compounder had an orange station rotor not turning. This condition occurred during compounding in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4) - the reported issue of an automix 3+3 compounder with keypad failure - no response was not confirmed. The visual examination of the unit did not confirm the issue. The root cause was undetermined. The keypad/panel was replaced as a precautionary measure.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.